Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection has been performed on the returned sensor assembly and no issues were observed. Removed the plug and inspected the connector. All three contacts were installed properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
A customer reported through email that she received higher readings on her adc freestyle libre sensor compared to an unspecified meter. On (B)(6) 2018 at 2am, the customer was on a flight when she scanned her sensor and reported readings of 22mmol/l, 21mmol/l, and 18mmol/l compared to 13mmol/l, 11.5mmol/l, and 6.1mmmol/l on a unknown meter. Based on the higher scan result, she self-treated with insulin ( type/dose unspecified). She felt hypoglycemic after and tried to self- treat with glucose but loss consciousness. Her husband was able to administer oral glucose to her for treatment. In addition, product was returned and an investigation was performed and the complaint was not confirmed. Adc did not identify a product malfunction and have determined that product met specification and is performing as intended. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. (Adverse event/product problem) was incorrectly documented in the initial MDR 30 day report. Adverse event/product problem has been updated.

Event description:
A customer reported through email that she received higher readings on her adc freestyle libre sensor compared to an unspecified meter. On (B)(6) 2018 at 2am, the customer was on a flight when she scanned her sensor and reported readings of 22mmol/l, 21mmol/l, and 18mmol/l compared to 13mmol/l, 11.5mmol/l, and 6.1mmmol/l on a unknown meter. Based on the higher scan result, she self-treated with insulin (type/dose unspecified). She felt hypoglycemic after and tried to self- treat with glucose but loss consciousness. Her husband was able to administer oral glucose to her for treatment. In addition, product was returned and an investigation was performed and the complaint was not confirmed. Adc did not identify a product malfunction and have determined that product met specification and is performing as intended. There was no report of death or permanent impairment associated with this event.